Event description:
Additional information was received indicating that the device was reprogrammed to resolve the event.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, it was reported that there were episodes of undersensing noted on the device. No intervention has been performed at this time and the patient was stable and will continue to be monitored.